Event description:
The patient received his scs system including an ipg on (B)(6) 2006. It was reported that every 24 hours, stimulation would turn off by itself for a couple seconds, then turn back on at the prior amplitude. Reprogramming was attempted but this did not alleviate the reported issue. The ipg was replaced on (B)(6) 2008. Follow up on the patient found that no further issues have been reported. The explanted ipg was returned to ans for evaluation. No further information is available.

Manufacturer narrative:
Eval: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Based on calculations using the patient's settings and device usage, the ipg appears to be at or very near normal battery depletion. The igp functions as designed, it is believed that with the patient's high amplitude settings it is possible he was able to sense the normal stimulation pulse time, particularly near the end of life for the device. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.